Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it kinked. There was no reported injury to the pt. Note: the exact lot number of the catheter used in the procedure was not known for certain. Three possible lot marks were reported. Add'l expiration dates are 6/30/99 and 7/30/99 and 7/31/99.

Manufacturer narrative:
The additional info provided in section f was supplied by mallinckrodt inc.